Event description:
The customer mailed a copy of a medwatch report they submitted. Per the report: "caregiver noticed bed was wet and tri-flow extension set was moist. Observed that the PICC line was back-flowing with blood. Flushed fluid through tri-port extension. And fluid started leaking out of the connector where 2 ports come together. Changed out with another tri-port extension set." There was no patient harm reported and no medical intervention was required. Customer stated that no add'l pt or event details are available.